Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1889 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "on (B)(6) 2020 the operator involved in a PICC line insertion utilizing sherlock 3cg guidance. The operator indicates that he gained vascular access, trimmed the PICC and was inserting under sherlock 3cg guidance with normal tracking indicated. The operator indicates the PICC appeared to be almost fully inserted when resistance was felt and sherlock tracking indicated possible ¿looping¿ of catheter. The operator flushed the PICC briskly with saline and the ¿loop appeared to resolve¿. Final tip location was confirmed utilizing 3cg with max p-wave noted. Upon removal of the stylette at the end of the procedure the operator noticed a ¿kink¿ in the stylette 5 cm proximal to the nitinol stylette tip. The operator reports that the stylette was intact and the procedure was completed with the PICC left in place. The operator did not retain the stylette or any other components for evaluation."